Manufacturer narrative:
(B)(4).

Event description:
They had been increasing the dose at refills by 10-15% and the pt was not responding. The pt had hypertonia. There were no pump alarms, no volume discrepancies, and imaging had been performed and no problem was found. A therapeutic bolus was given and the pt responded. A dye study was done and extravasation of dye at the pump/catheter connection was seen. The pump and catheter were replaced. There was no pump problem the pump was replaced because it was approaching 5 years. There was reported to be no pt injury. The device system was used to deliver lioresal 2000 mcg/ml.